Event description:
This ra lead has no implant and explant information. A call to technical services on (B)(6)2014 it was noted that p waves are much bigger than r waves. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).